Manufacturer narrative:
Reporter phone number - (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the ECG waveform was not displayed during a critical situation. The customer reported that the ECG issue seriously affected the rescue progress of the patient. The device was in clinical use at the time of the event.

Manufacturer narrative:
The cause of the reported problem was the measurement server ((B)(6)) and the reported problem was confirmed. The customer was provided a replacement device to resolve their issue. It has been concluded that no further action is required at this time.

Event description:
The customer reported that the ECG waveform was not displayed during a critical situation. The customer reported that the ECG issue seriously affected the rescue progress of the patient. The device was in clinical use at the time of the event.